Manufacturer narrative:
This report is submitted on january 17, 2023.

Event description:
Per the clinic, the patient was placed under general anaesthesia on december 16, 2022, in order to remove the internal magnet.